Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The cross brace assembly for the wheelchair that was returned exhibited a break at the welds between the clamp portion and the dual cross member tubing of the right cross brace. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Right upper crossbrace broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right upper crossbrace broke.